Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the ventricular valve embolization cannot be confirmed. It is possible patient factors [i.e. Minimal native valve and leaflet calcification] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report number: 2015691-2015-03177.

Event description:
Six hours post transaortic valve replacement, the patient went into cardiac arrest requiring CPR and iabp placement. Post resuscitation, echo showed the valve migrated into the ventricle (10:90 aortic/ventricular); low enough that the native leaflets were closing above the sapien 3 valve, but not fully embolized into the ventricle. The patient was stable, and was taken to the operating room for intervention. Transaortic access was obtained; however, the wire dislodged the 23mm sapien3 valve into the ventricle. A 26mm xt valve was prepped and during deployment, this valve also embolized into the ventricle. A third 26mm sapien xt valve was deployed in the annulus with no leak and the patient was surgically closed. Both valves were never retrieved from the left ventricle. The patient expired following the procedure. The actual tavr procedure was uneventful. The annulus area was 416mm2 ; there was only mild native annular and leaflet calcification. This is one of two reports being submitted for this case. This report is for the 26mm sapien xt valve.